Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. Additional information was received indicating that this lead was surgically abandoned due to high capture thresholds and diaphragmatic stimulation. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported.